Manufacturer narrative:
(B)(6). Date sent: 10/30/2023. D4: batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Any difficulty loading or unloading reloads? Any tissue sticking issues on the first two firings? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that while loading device with the cartridge successfully fired on the stomach during a gastric bypass that after the second successful firing, the cartridge jaw along with the blue reload was stuck to the stomach. Md and pa used graspers to peel away stapler from tissue. The staple line did not look disrupted however there was a small 0.5mm gap between the reload and cartridge jaw. Md decided to open new stapler and continued with the case. The procedure was completed with no patient harm.

Manufacturer narrative:
(B)(4). Date sent: 12/18/2023. D4: batch # 351c66. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60l device was returned with no apparent damage and with two gst60b reloads present. The reloads (b and c) were received fully fired. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device performed as intended and it opened and closed without any difficulties noted. The reload was loaded into the device without difficulties and did not fall out during the visual and functional testing. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number 351c66, and no non-conformances were identified.